Event description:
Per (B)(6) affiliate: when the surgeon depressed the handle and applies the clip, the applier does not open properly, so the surgeon has torn the vessel. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.